Event description:
According to husband, his wife started using the tampons on or around thursday, 3/5/1998. Although she did go to work that day she was experiencing flu like symptoms. On saturday, 3/7/1998, his wife did not go to work and called her physician and reported the flu like symptoms. The physician at the time told her she was experiencing the flu and that he could do nothing for her (this conversation all took place on the phone). There was a total of 5 phone calls directly to the physician's office indicating her condition was not getting better. On tuesday, 1/10/1998, another call was made to the physician's office reporting a rash, still the physician continued to do nothing. The consumer then went to the emergency room and was diagnosed with toxic shock syndrome. Up until late night on 4/2/1998, the consumer had been in a coma, co was notified the next morning she had awoken from the coma.